Event description:
It was reported that during testing conducted at the manufacturer facility the device was varying in speed. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported variation in speed in fast mode was confirmed by a manufacturer repair technician during functional evaluation at a stryker foreign subsidiary. Upon disassembly, it was confirmed that a damaged sag head assembly was the probable cause of the reported event.